Manufacturer narrative:
Device is a combination product. Citation; shammas n, shammas g, et al. Outcomes of patients treated with the everolimus- versus the paclitaxel-eluting stents in a consecutive cohort of patients at a tertiary medical center. International journal of angiology. 2013; 22: 165-170 device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
This event was captured based on literature review of a clinical study. The objective of this study was to compare the outcomes of the paclitaxel-eluting stent (pes) versus the everolimus-eluting stent treated patients at a tertiary medical center and up to 2 years follow-up. 159 consecutive patients were treated with taxus liberte stent implant. Clinical outcomes at 2 year follow-up indicates the patients experienced multiple adverse events including stent thrombosis and death noted in the article. There were two patients who had definite or probable stent thrombosis in the pes cohort. One of the patient had the index procedure for an acute coronary syndrome involving a de novo left anterior descending artery lesion. The patient had sudden cardiac death at day 28 after the procedure. The patient was on clopidogrel and aspirin.